Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported alarm. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported alarm. The cause of the system error 2240 could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred on the home choice (hc) during the initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.